Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that after the implantable cardiac monitor was implanted it had "problems" and "couldn't get it adjusted right". The patient indicated that this had been solved. Device detections were noted to have been turned off. The device remains implanted. No patient complications have been reported as a result of this event.